Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the patient that she underwent a labialplasty on (B)(6) 2013 and suture was used. The patient experienced increased bleeding, pressure, and pain. On (B)(6) 2013 the patient was diagnosed with a hematoma and active bleeding that required a complete revision. The patient states that the suture was also breaking and fraying postoperatively.